Event description:
It was reported that the patient experienced shocking and jolting sensations down her right leg for about the past year as well as jerking in her legs when the interstim device was on. The patient also has an enterra device for gastroparesis. She had a bad fall about three months ago, close to the enterra implant. The amplitude of the enterra device was increased; no x-ray was obtained. Per the physician, there were no other symptoms, no intervention, and no injury.